Event description:
Boston scientific crm received info that this right atrial lead was explanted and replaced due to dislodgement. No adverse pt effects were reported. Dates were provided to us by boston scientific.